Event description:
It was reported that a patient was scheduled to have their device removed due to an infection. It was stated that the patient had never changed or adjusted her therapy the entire time she had it. No further details were known. Additional information has been requested, but was not available at the time of the report.

Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported patient had ¿an infected lead wire.¿ it was noted at the time of the stage 2 procedure a physician removed the lead. It was stated the physician did not reschedule the implant procedure and the status of the patient was unknown. It was additionally noted no complications following the removal were reported.